Manufacturer narrative:
Eval - device was not returned for eval. Conclusion - inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such mesh erosion, inflammation, dyspareunia and adhesion formation is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instruction for use).

Event description:
A complaint rec'd by proxy biomedical, on (B)(6) 2012, via the polyform distributor (B)(4) states: that the pt injury has occurred. The report was made by the pt's rep (B)(6). The pt is identified as '(B)(6)' - their age, weight and height at the time of the event is unk. It is unk if the pt has pre-existing medical conditions. The polyform product involved is a 10cm x15cm or 15cm x 20cm size - the lot number has not been provided. The date of implantation was the (B)(6) 2006.